Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: high blood glucose (bg) levels were confirmed on (B)(6) 2017. Site change reminder annunciated just after "cannula filled" process was completed on (B)(6) 2017. Occlusion alarm annunciated twice between 11:17pm and 12:19am, then cartridge change sequence was completed. Multiple occlusion alarms annunciated on (B)(6) 2017. These occlusion alarms terminated multiple bolus requests. Two cartridge change sequences were completed on (B)(6) 2017. If cannula on the site was bent, this would cause occlusion alarm to annunciate and stop insulin delivery. There was no evidence of device malfunction.

Manufacturer narrative:
On (B)(6) 2017, the customer met with a clinical diabetes educator to discuss different types of infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the pump supplies multiple times. The customer's blood glucose (bg) level was 404 mg/dl. A bolus of insulin and insulin injections were used in an attempt to lower the bg level. On (B)(6) 2017, the customer went to the emergency room (ER) and was treated with an intravenous insulin drip. The customer reported that 3 of the 5 non-tandem cannulas were found to be kinked upon removal, including the one that was removed at the hospital. The ER staff informed the customer that she had miscarried. The customer was admitted to the hospital for diabetic ketoacidosis (dka). The ketones were flushed with intravenous fluids and insulin drip. The bg began to stabilize that night and the customer was placed on lantus and short acting insulin injections. The customer stated that she miscarried due to the high bg/dka and hospitalization. Tandem customer technical support (cts) reviewed the pump data and confirmed the occurrence of the occlusion alarms. The pump data also showed that the customer changed the cartridge and infusion set tubing twice and did not change the infusion set site during the dates of (B)(6) 2017. Cts informed the customer of the data findings. The customer stated that she was to be discharged from the hospital on (B)(6) 2017 and was to revert back to using the pump for diabetes management.